Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, while moving furniture the pump touch screen was bumped into and the touch screen became shattered. Customer is unable to read anything on the screen due to the crack. Customer's blood glucose was 55 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.